Event description:
It was reported that they were getting 0 flow again in an arctic sun device. They have disconnected and reconnected the pads. Flow rate (fr) was 1lpm, inlet pressure (ip) -1.5psi. They have reconnected the thigh pad that was removed earlier while troubleshooting. Had nurse stop therapy, empty and disconnect the pads. Started manual mode. Flow rate (fr) was 1.6lpm, inlet pressure (ip) -7.1psi, circulation pump command (cpc) was 51 percentage. Connect the right chest pad. Flow rate (fr) was 1lpm, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 93 percentage. Connected left chest pad. 0lpm, inlet pressure (ip) -0.3psi, circulation pump command (cpc) was 100 percentage. Moved to a different valve set. Inlet pressure (ip) had remained -0.2psi. Connected the left thigh pad. Inlet pressure (ip) -1.7psi. Suggested replacing the pads. Ngjx2427. Disabled manual mode.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.